Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Images were provided, however, they could not confirm the complaint. Without the sample to review, a root cause cannot be determined. If additional information is provided in the future, a follow-up report will be provided.

Event description:
Application/procedure: biopsy soft tissue / breast. Process/product group: biopince to take a breast biopsy. Complaint situation: last week (week from (B)(6) 2020) a woman with breast cancer had a biopsy, and the next day in the MRI scan. A breast photo was taken yesterday (monday (B)(6) 2020) and then they saw the piece of metal, also later on the MRI scan. Her breast will be amputated after the irradiation and then our request was to keep that metal piece in due time. So that we can send this to argon for investigation. The breast will be amputated in the coming period, after that they will take out the metal piece and keep it for us. So that it can be sent to argon. The complaint was already internally registered under no. (B)(4) by the quality department.